Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a weak battery from the insulin pump. The customer's blood glucose reading was 190 mg/dl. The customer stated that he received a failed battery test 3 times over the last two weeks. The customer did a self-test and it was complete. The customer stated that there were 2 bad battery test and weak battery in the alarm history. The customer did not feel at ease with troubleshoot. The customer will be sent a new battery cap.